Event description:
I had uterine and bladder prolapse after the birth of my 3rd son. I had my 1st surgery (B)(6) 2015 to fix the prolapse, uterine incontinence and pain. They also did a hysterectomy, leaving only the cervix to help hold up my bladder. They used the ams intepro sling mesh. In 2017 I was experiencing pain during intercourse and after prolonged activity. In (B)(6) of 2017, I had surgery to remove my cervix. At that time I had slight mesh erosion perforated into my intestines. That portion of mesh was also removed at that time. In 2021 I began experiencing pain and light spotting. I saw a gyno whom stated he could not find the source of the spotting and referred me to pelvic floor therapy. After a couple of sessions the pain was intolerable and I stopped going. In 2022 I was working full time, on my feet all day. As well as quite physically active. Hiking several times a week. I began noticing I was bleeding more. I thought it was due to being physically active. (B)(6) 2023 I was bleeding every day to the point I had to wear a pantyliner. It was all day and night. I was not sexually active and have not been since 2022. I was experiencing pain and cramps like pains. I was also getting recurring uti's, bladder infections and kidney infections. In (B)(6) 2023 I was peeing blood every time I peed. I was peeing white clots. In (B)(6) 2024 I went to my new primary care and explained what was going on. She did a pap and it came back normal. I was finally referred to the urogyno office that did my first surgery. (B)(6) 2024 I had to have a 3rd surgery to remove all of the mesh. It had eroded to my vaginal walls and caused an infection, an old infection I had been living with for who knows how long. Years of pain, bleeding, unemployment, not being heard by doctors and being made to feel like I made everything up.